Event description:
A report was received that the patient was experiencing pain. It was noted that the paddle tails were twisted all the way from the paddle to the ipg and was wrapped around each other. The patient underwent a lead revision procedure and was doing well postoperatively.